Event description:
On (B)(6) 2008, the pt had an ams monarc sling implanted to relieve stress urinary incontinence. On (B)(6) 2010, the pt underwent a CT scan that revealed a 10-12 mm stone in her bladder. The pt had surgery on (B)(6) 2010, that indicated the stone was calcified in the neck of the bladder and required transurethral resection. In (B)(6) 2010, (date not known), the pt reported a return of pre-surgery symptoms and burning pain on the left side of the urethra. A surgery was performed on (B)(6) 2010; the physician found calcium concretions attached to the vesicle neck as well as an inflamed left ureter. Pt is alleging pain and discomfort.